Event description:
It was reported that after a vascular stent was implanted in the peroneal artery, the stent appeared to be elongated and twisted. A second stent was implanted within the previously implanted stent. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. The delivery system was discarded by the user facility. The investigation is currently underway.